Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the cannula was inspected and a functional test was performed using a blunt obturator. Resistance was felt as the obturator moved through the cannula indicating likely damage to the tube. The distal end of the tube wobbled when the cannula was laid on the bowl and spun, suggesting the tube was bent. No other damage was found.

Event description:
It was reported that prior to starting a surgical procedure, a 5 mm cannula accessory failed the obturator test. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.